Event description:
According to the complaint, patient's implant crown came off, and had been loose. Exam showed top of the implant had a fractured piece in xray. Implant was extracted, requiring medical intervention. This is a reportable serious injury.